Event description:
The daughter of a (B)(6) female pt called zoll customer support to report that the pt kept receiving "check belt" messages and asystole alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (check belt messages and asystole alarms) has been confirmed. Upon inspection a wire in the ECG "c & d" cable was found to be broken, causing the alarms. The root cause of the damaged ECG cable cannot be positively identified but is likely due to physical trauma. No adverse event resulted from the defective ECG cable. The pt received a replacement electrode belt.